Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Healthcare professional reported via device tracking "capsular contracture grade unknown". This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Un-reporting caps con, device is non-abbvie.

Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch: aware date should have been listed as 4/1/2025.

Event description:
Healthcare professional reported via device tracking "capsular contracture grade unknown". This record is for the left side. The device was explanted and replaced.